Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rean1507 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by doctor that there is fold within the catheter and thus the guidewire could not pass through. This file addresses the initial occurrence. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to insert the guidewire through the dialysis catheter was confirmed and the cause was use-related. The product returned for evaluation was one 15 cm niagara slim-cath dialysis catheter. The sample was received with a plastic stylet inlaid through the blue-luered lumen. Blood residue was observed on the distal tip of the stylet. The stylet was compressed and deformed near the strain-relief sleeve. An attempt to withdraw the stylet was successful and unremarkable. An attempt to advance the stylet over a non-complainant guidewire was unsuccessful, as the compressed region prevented guidewire passage. The inability to insert the guidewire through the sample was caused by the observed stylet deformation. The stylet compression and deformation were typical of damage caused by engaging the clamp on the venous lumen extension tubing prior to stylet removal. The product IFU states ¿do not clamp the venous (blue) lumen until the venous insertion stylet and guidewire are removed. (Clamping will kink the stylet and prevent guidewire passage).¿

Event description:
It was reported by doctor that there is fold within the catheter and thus the guidewire could not pass through. This file addresses the initial occurrence. No patient injury was reported.